Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72) and a balloon guide catheter. During the procedure, the physician successfully placed the balloon guide catheter into the cervical internal carotid artery (ica). The physician then began advancing the red72 through the balloon guide catheter. However, shortly after the distal end of the red72 exited out of the distal end of the balloon guide catheter, the physician experienced resistance and was unable to advance the red72 further. The physician decided to remove the red72 and upon removal, it was noted that the distal length of the red72 was damaged. The procedure was completed using another aspiration catheter and a new balloon guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/12/2025: 1. Section b. Box 5. Describe event or problem. It was previously understood that the red72 fractured upon removal from the patient. However, the red72 fractured during handling on the back table after removal from the patient. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a balloon guide catheter, and a non-penumbra sheath. During the procedure, the physician successfully placed the balloon guide catheter into the cervical internal carotid artery (ica). The physician then began advancing the red72 through the balloon guide catheter. However, shortly after the distal end of the red72 exited out of the distal end of the balloon guide catheter, the physician experienced resistance and was unable to advance the red72 further. The physician decided to remove the red72. Upon removal, it was noted that the distal length of the red72 was damaged. It was reported that while handling the red72 after removal on the back table, the red72 fractured at the distal length and was no longer used for the remainder of the procedure. The procedure was completed using another aspiration catheter and a new balloon guide catheter. There was no report of an adverse effect to the patient.